Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the device the device has chipped plastic. The missing plastic was not returned. The device shows significant signs of wear/usage. The manufacturing date for the device is 2017. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning.based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the plastic is chipped off of the locking tip. It is unknown if any piece fell inside the patient. An s&n backup device was available.